Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was seen due to receiving a shock. Upon review of stored data there were two untreated episodes and one treated episode, and all of them showed that the r-wave amplitude became very small and then double-counting occurred. After the shock was delivered the morphology changed and no further oversensing was noted. According to the field representative the alternate sensing vector is the only acceptable configuration. Boston scientific technical services (ts) discussed potential programming options, as well as, suggested getting an x-ray. Further information was obtained that the physician thought the rhythm was a supraventricular tachycardia and no reprogramming was performed nor were any x-rays done. No adverse patient effects were reported.